Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of a software issue (version 06-01) on a cobas 6000 c (501) module. The customer stated patient ID (B)(6) was being repeated after receiving a low crpl3 c-reactive protein gen.3 (crpl3) result of < 1.50 mg/l with a data flag on (B)(6) 2018 at 9:49 a.m. This result was not reported outside of the laboratory. The repeat crpl3 result was displayed as a tp2 total protein gen.2 (tp2) result of 78.9 mg/l. This result was actually from a different patient ID (B)(6) that had been tested on (B)(6) 2018 at 8:22 p.m. (2 days earlier). In the "data review" and "test review" sections, the result of 78.9 mg/l was displayed as a rerun of crpl3. On the "data monitor" report, the result of 78.9 mg/l was printed as tp2. Patient sample ID (B)(6) was again repeated for crpl3 with results of 1.53 mg/l with a data flag and 1.52 mg/l with a data flag. There was no allegation that an adverse event occurred. During a review of the alarm trace a "power failure has occurred" instrument alarm occurred on (B)(6) 2018 at 10:01 p.m. The customer stated there was a power failure in the building around the time of the instrument alarm and they don't have an uninterruptible power supply (ups) system as back up. Investigations are ongoing.

Manufacturer narrative:
The database containing the affected sample was not provided for investigation.based on the information in the alarm trace data, it was discovered that the c501 module was rebooted at 11:31 a.m. On (B)(6) without going through the shutdown process. This was caused by the sudden power failure at the core. The power failure occurred due to a power failure in the building. The customer does not have an uninterruptible power supply (ups) system as back up. Product labeling states that "a power failure or momentary drop in voltage may damage the instrument or lead to data loss." The incorrect patient sample results were due to the power failure. Based on the information available, the investigation determined the issue has been resolved.